Manufacturer narrative:
The insulin pump alarmed during self test and had lost sensor alarm due to a faulty electrical component on the radio frequency board. However, no moisture damage was found on the electronic assembly during our visual inspection. The insulin pump was received minor scratched lcd window cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed failed self-test twice and lost sensor. The meter failed to send his blood glucose level to the insulin pump. Customer's blood glucose level was 152 mg/dl. The insulin pump was not communicating with the transmitter. The customer was advised that the device would be replaced and agreed to return the product for analysis.